Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy3580 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refy3580) have been reported from the same facility in australia.

Event description:
It was reported that PICC breaking following insertion requiring PICC removal and removal of tip. Customer description: "failures of the below product. Fortunately we have been able to remove the implanted item and confirm the tip has been extracted." Other actions taken: yes; PICC and tip required removal.

Event description:
It was reported that PICC breaking following insertion requiring PICC removal and removal of tip. Customer description: "failures of the below product. Fortunately we have been able to remove the implanted item and confirm the tip has been extracted." Other actions taken: yes; PICC and tip required removal.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter was returned for evaluation in two segments. The catheter was returned assembled with the two-piece connector. A complete break in the tubing was present 7.5 cm from the over-sleeve. Three images corresponding to different 4 fr groshong nxt catheter samples were provided. The second image corresponds to the sample investigated in this complaint. The first x-ray image corresponds to the sample investigated in complaint: (B)(4). The third image corresponds to the sample investigated in complaint: (B)(4). Microscopic inspection of the break surface revealed it to be rough and granular. The fracture plane was uneven and contained a jagged step. The catheter wall thickness was measured near the break location and the wall thickness was found to be within manufacturing specification. Since a complete fracture of the catheter was found on the returned sample, the complaint is confirmed but the exact factors remain unknown. H3 other text : evaluation findings are in section h.11.